Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/31/2016 and found that a tube fitting going into the color gravity module was loose and leaking. The fse tightened the fitting, ran qc and verified instrument performance. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that they were getting incorrect urine color reports (green urine instead of the actual yellow color) on their ichem velocity automated urine chemistry system. The field service engineer (fse) found a fluid leak while troubleshooting the issue. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. No one was exposed to the contained leak. The fse believes it was only wash concentrate and not hazardous.